Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a crease smooth opening on anterior side assessed to a fold flaw opening additional observations: crease fold observed in the surface. Wear abrasion observed in the surface of the shell. Yellow particles observed inside the device.

Event description:
Patient reported left side deflation and later reported granuloma. Device has been explanted.

Event description:
Healthcare professional reported granuloma.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Device has been explanted and replaced.